Manufacturer narrative:
(B)(4). Evaluation summary: 6 devices were received for evaluation. Visual inspection noted that each of these devices had been opened. The iodine content of 5 of the 6 samples was evaluated and found to meet specification. 5 retention samples were then evaluated; each of these samples passed split pressure testing, and each of these sample's sponges had adequate iodine. The reported condition was unable to be verified neither for the open samples nor for the retention samples. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a dry betadine sponge. There was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further evaluation, it was reported that the reported problem was identified during the visual inspection as the sponge was found to be dry. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.